Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab), the customer has been experiencing a loss of fiber optic sensor function on patients that ambulate. No details were available on exact dates or devices involved. The customer was advised to immediately report any future issues for assistance and documentation. There was no patient harm or adverse event reported. An additional report has been submitted under mfg report number 2248146-2023-00259.

Event description:
It was reported that during intra-aortic balloon (iab), the customer has been experiencing a loss of fiber optic sensor function on patients that ambulate. No details were available on exact dates or devices involved. The customer was advised to immediately report any future issues for assistance and documentation. There was no patient harm or adverse event reported. An additional report will be submitted.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).